Event description:
It was reported that during replacement of the ventricular lead, the stylet could not be inserted into the lead. A partial lead was explanted. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information received on (B)(6) 2015, states the ventricular lead was electively replaced.